Manufacturer narrative:
Correction to the initial MDR in block(s) device codes (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a perforation, pericardial effusion (pe) and cardiac tamponade occurred. The procedure was cancelled. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. No pericardial effusion was noted before the procedure. After the physician performed transseptal puncture, the septum was flossed. No tsp difficulty was noted. Intracardiac echocardiogram (ice) was advanced into the left atrium and then the watchman fxd double curve access system was advanced over the wire into the left atrium. When the physician removed the wire and took an angiogram of the left atrial appendage (laa), contrast filled the pericardium. The physician suspects that the transseptal wire perforated through the laa as the non-boston scientific pigtail catheter was inserted over the wire. The pe began in the left ventricle and continued to grow around the right ventricle. The patient's vital signs were monitored and a pericardiocentesis was performed. The physician did not note the color of the blood or how much fluid was removed. The patient remained stable. The physician performed a post-transesophageal echocardiogram (tee) which confirmed no pe after the watchman fxd double curve access system sheath was removed. The laa closure procedure was aborted. The patient stayed overnight in the hospital and have been discharged on (B)(6) 2025. The patient was not under warfarin nor antiplatelet drugs at the time of the event. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a perforation, pericardial effusion (pe) and cardiac tamponade occurred. The procedure was cancelled. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. No pericardial effusion was noted before the procedure. After the physician performed transseptal puncture, the septum was flossed. No tsp difficulty was noted. Intracardiac echocardiogram (ice) was advanced into the left atrium and then the watchman fxd double curve access system was advanced over the wire into the left atrium. When the physician removed the wire and took an angiogram of the left atrial appendage (laa), contrast filled the pericardium. The physician suspects that the transseptal wire perforated through the laa as the non-boston scientific pigtail catheter was inserted over the wire. The pe began in the left ventricle and continued to grow around the right ventricle. The patient's vital signs were monitored and a pericardiocentesis was performed. The physician did not note the color of the blood or how much fluid was removed. The patient remained stable. The physician performed a post-transesophageal echocardiogram (tee) which confirmed no pe after the watchman fxd double curve access system sheath was removed. The laa closure procedure was aborted. The patient stayed overnight in the hospital and have been discharged on (B)(6) 2025. The patient was not under warfarin nor antiplatelet drugs at the time of the event. The device is not expected to be returned for analysis (disposed).